Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during the treatment of the 90% of stenosed left internal carotid (ic) (c3- c4), the stent (subject device) was deployed successfully. Post procedure while attempting to remove the guidewire from the patient, the tip of the guidewire (about 3 cm from the tip) and the distal edge of the stent got stuck. Following several attempts to remove the guidewire using different microcatheters, the balloon catheter was inflated inside the stent and the guidewire was attempted to be removed with force, but the guidewire was unable to be removed and the stent migrated to the ic-petrous portion. Then the stent and the guidewire were tried to be retracted to the guide catheter, but the stent was stuck near the ic bifurcation. An attempt to retrieve the stent using a gooseneck snare failed as well. The guidewire remained in the patient as well as the stent, which was dislodged to the ic bifurcation. There was no neurological deficit observed at the moment due to sufficient collateral circulation. No further information is provided.

Manufacturer narrative:
Executive summary: updated based on the additional information available, indicating that the guidewire was completely removed from the patient. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that following several attempts to remove the guidewire using different (non stryker and stryker) microcatheters, the balloon catheter was inflated inside the stent and the guidewire was attempted to be removed with force, but the stent migrated to the ic-petrous portion. Based on the information available an assignable cause of operational context was assigned to this event.

Event description:
It was reported that during the treatment of the 90% of stenosed left internal carotid (ic) (c3- c4), the stent (subject device) was deployed successfully. Post procedure while attempting to remove the guidewire from the patient, the tip of the guidewire (about 3 cm from the tip) and the distal edge of the stent got stuck. Following several attempts to remove the guidewire using different microcatheters, the balloon catheter was inflated inside the stent and the guidewire was attempted to be removed with force, but the guidewire was unable to be removed and the stent migrated to the ic-petrous portion. Then the stent and the guidewire were tried to be retracted to the guide catheter, but the stent was stuck near the ic bifurcation. An attempt to retrieve the stent using a gooseneck snare failed as well. The stent remained in the patient which was dislodged to the ic bifurcation. The stent remained in the patient however, the guidewire was completely removed from the patient. There was no neurological deficit observed at the moment due to sufficient collateral circulation. No further information is provided.